Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to the product release. According to the sample evaluation, the sample consisted of one pd catheter. Visual inspection was performed and it was observed that the catheter was cut approximately 2 cm below the connection of the titanium adapter and some holes were found on a section of the tubing near the connection of the titanium adapter. The catheter returned had one baxter set attached. Three photos were provided by the customer. Two pictures showed a pd catheter that was cut some centimeters below the connection of the titanium adapter. In these photos it was observed two holes on a section of the tubing near the connection of the titanium adapter. In the third image the original label of the product peritoneal dialysis catheter with the product ID # 8811313010 was observed. An ishikawa diagram was used to determine the potential root causes for this event. Per the event description, the catheter was implanted since (B)(6) 2016 and duration of use was 1 month. The catheter was functioning as intended for a determined time per the event description. The pd catheter involved in this complaint is used along with a titanium adapter which is assembled by the physician at the time of implantation. Based on the usage time and the appearance of the sample and the photos (marks of the titanium adapter), it can be concluded that this tubing piece could be damaged during use. This is considered the most possible cause. Silicone tubing and adapters are components that are inspected as part of the acceptance activities of the facility. Manufacturing performs a 100% visual inspection during tubing extrusion per procedure and another 100% visual inspection during punching operation. According to the instructions for use, the customer has to perform a visual inspection before using the device. The reported condition was confirmed according the evaluation of the sample and the photos; however there is evidence of prolonged use and catheter handling therefore this event could not be linked to manufacturing activities. Based on previous information the most probable cause is tubing damaged during use with adapter. No triggers or trends have been found. This defect is not confirmed to be manufacturing related. No further actions are required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 5/13/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 5/05/2016 that a customer had an issue with a dialysis catheter. The customer reports the patient presented with leaking from the pd catheter. Upon releasing the titanium adaptor it was clear that fluid was leaking from both sides. On inspection, two holes, one either side were present. The patient had the catheter in situ for a month, initially she presented with the leaking catheter quickly after insertion and the extension set and subsequently the titanium connector was changed twice. When the problem continued it was then clear it was the catheter that was damaged. The affected part was cut and the remainder of the catheter remains in situ. The device was inspected prior to use. It was not treated with disinfectant or cleaning solutions. The defect was first noticed on the (B)(6) 2016 and this was the day the catheter was initially implanted. The duration of use was 1 month. The medical intervention was that the patient had antibiotic. There was no serious injury or infection. The patient was prescribed prophylactic antibiotics in case of infection. The patient is stable.